Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Replacing previously submitted fdr and fdc codes for main device. They belong to a secondary device reported below. Corrected section other devices involved in this event: battery/bat318759. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Sn: (B)(4) - battery. Device available for evaluation: yes, returned to manufacturer - 07-apr-2017. Device evaluated by MFR: yes. Device mfgd: 16-mar-2016. Label for single use: no. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries is outlined. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device failed visual inspection due to a tear on the output cable. The damage that was observed did not affect the functionality of the device. Based on the available information, the most likely root cause of the reported event can be attributed to wear of the strain relief and output cable or to the handling of the device. Battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device failed visual inspection due to a tear on the output cable.  Based on the available information, the most likely root cause of the reported event can be attributed to wear of the  output cable or to the handling of the device. The device also failed functional testing due to a faulty weld between one of the cell pairs. However, this finding is not related to the reported event. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1650 - exp. Date: 03/31/2017 - (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries is outlined. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not returned.

Event description:
It was reported by the vad equipment manager that when the patient was seen in the clinic, two of the patients batteries had "breakdown" on the rubber coating of the battery cables. The patient denied damage to battery and states the cracks in the cables have been getting progressively worse. There was no excessive force or alarms reported. The batteries were replaced with no reported consequence or impact to the patient. No further information was provided.